Manufacturer narrative:
The device for this malfunction is not expected to be returned the manufacturer for evaluation; however a photo of the malfunction was received. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f060801c vascular stent allegedly experienced failure to advance and a break. This information was received from a single source. The malfunction involved a patient with no reported consequence.

Manufacturer narrative:
H.10. For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation. A photo of the broken tip was provided. A break of the distal end of the inner catheter is confirmed. A root cause has not been determined. The device was labeled for single use. H11: b5, h6 (device code + description1, device code + description2), h6 (eval code & desc - results 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f060801c vascular stent allegedly experienced detachment of device or device component and difficult to deploy. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and gender was not provided.